Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between march 8-10, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked and the pump was covered in a white residue inside of the bag. This was noticed upon opening the protective bag during setup. The device was filled with 4200 mg fluorouracil in 115ml 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.